Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the application of the second suture, the needle detached and remained embedded in the uterosacral ligament. Only the suture thread came out, while the needle could not be retrieved manually. An x-ray confirmed the presence of the needle, which is now fixed within a deep anatomical structure. We would also like to inform you that a similar incident occurred in late 2024." MDR for the incident from late 2024: 3004365956-2025-00037.